Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a mid-urethral sling placement procedure. According to the complainant, during the procedure, the physician successfully placed one side of the obtryx sling within the obturator foreman. As the physician was pulling the second side of the mesh sling through the tissue, however, the association loop on the mesh assembly broke. The association loop completely detached from the mesh. The association loop remained within the needle slot of the curved needle and was removed from the patient. The rest of the obtryx sling was then removed from the patient. No parts of the sling were left inside of the patient. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".